Event description:
It was reported that the customer was hospitalized with dka. Co was unable to conduct troubleshooting due to the pump being in the middle of delivering a dual bolus 3 hours. Customer will call back.